Event description:
It was reported that the fiber cap detached inside the pt at 7,980 joules into a prostate procedure. The cap was reported to have been retrieved. The procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
(B)(4).